Event description:
It was reported that the fast fix 360 curved t2 anchor failed to deploy during a knee procedure. The t1 anchor and suture were left unsupported in the meniscus. A delay of less than 30 minutes was noted. The procedure was complete with a backup device. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.